Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor resistance was found to out of specifications. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2011 have been overwritten. Current black box shows valid loss of primes. An ezprime and 24 hour duration test were successfully completed with no loss of primes duplicated. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. Removed pump cover and dissembled the force sensor. The force sensor resistance was found to be out of specifications. No evidence of contamination found in force sensor housing. Investigators were unable to duplicate the reported complaint; pump information for complaint is overwritten. (B)(6).